Event description:
It was reported that the device was slow to aspirate. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, midway through a run in a long segment of in-stent restenosis, it was noted that the aspiration going to the waste bag was moving very slowly. The device was removed, flushed, and primed again. Once the jetstream was removed, the thruway guidewire was unable to be passed through the device again. The jetstream was exchanged for another, and the entire sfa was treated with the new device. No patient complications were reported.